Manufacturer narrative:
The device was returned for evaluation. During device testing, the reported issue could not be confirmed; device relayed an image to the monitor. However, the relayed image showed lines through it. This issue was caused by damage to the charge coupled device (broken image sensor). Visual examination found the following issues: the distal end dented and no longer water-tight; the bending section cover was scratched; the adhesive on the bending section cover was chipped; switch button 1 was scratched; switch buttons 2 and 3 were discolored; the universal cord was discolored; the video cable was discolored; the video connector case was deformed; and the video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the endoeye flex deflectable videoscope was being inspected prior to a laparoscopic cholecystectomy. During the inspection, the device did not relay an image to the monitor when th power was turned on. The device was replaced with a similar device and the procedure was completed. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection3.8 inspection of the endoscopic system [inspection of the endoscope] confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.